Event description:
In 2005, augmented, mastopexy with implant exchange to 425cc. In 206 grade IV capsular contractures on left. Grade I on right. Would like breasts to be larger, more even in size and nipples slightly straighter. A month later, pt underwent bilateral implant removal, bilateral augmentation mastepexy. Implants removed intact - augmented with mentor 600cc cc gel implants bilaterally. Implants removed intact. No apparent problem.